Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent strut on proximal row 1 was lifted from its crimped position. The undamaged distal section of the crimped stent od(outer diameter) was measured and the result was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of slight damage on the distal edge of the tip. This type of damage most likely occurred when the tip was pushed against a restriction during advancing attempts. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. A break in the hypotube shaft at approximately 218mm distal from the distal end of the strain relief was also noted during analysis. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.00mm x 16mm synergy ii stent was advanced but failed to cross the lesion. The device was removed from the patient's body and it was noted that the stent delivery system broke into two. The broken segment was still accessible and was removed from the patient's body with the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.00mm x 16mm synergy ii stent was advanced but failed to cross the lesion. The device was removed from the patient's body and it was noted that the stent delivery system broke into two. The broken segment was still accessible and was removed from the patient's body with the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.